Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device was not detected on the bus. The field service engineer (fse) checked the station in rss and observed that all drawers were registering on the bus except drawer one of the main stations. The fse inspected the drawer light-emitting diodes (leds) after removing the back panel and noted that the drawer control board did not appear to be powered, as no leds were illuminated. The fse removed the drawer from the main station chassis and inspected the rear drawer components. The fse replaced the retractor band and the drawer control board and then reassembled the drawer. After reinstallation into the main station chassis, the fse connected the pixie bus cable and restarted the station. During the startup sequence, the fse logged into administrative mode and successfully tested the previously failed drawer using the required diagnostic tests. The customer then logged into the application and successfully recovered the previously failed storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, seton 3 medstation 4000 displayed an error message stating that the device was not detected on the bus, and users were unable to access any medications in the machine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.